Manufacturer narrative:
Since the device has not been received yet, a failure analysis is not available at this time, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
A capio open access suture capturing device was used in 2000 for a cystocele repair (age and weight of pt is unk). According to the complainant, " the needle broke off during deployment." It was reported that the curved needle broke, but remained attached to the bullet / suture, so that nothing actually detached from the device and was removed by withdrawing the device. It was also reported that the procedure was completed using a second same type device and no complications for the pt.